Event description:
Litigation papers allege: on or about (B)(6) 2008, patient was implanted with a depuy asr xl hip. Patient is reported to be suffering from severe pain. There is no mention of a revision surgery. **update: on (B)(4) 2011 received plaintiff fact sheet with part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 11/4/2014 - ppd and medical records received. Patient revised to address acetabular loosening, synovitis, alval/altr and necrosis. Upon revision, particulate debris and bone resorbtion were noted. The information received does not change the MDR decision. This complaint was updated on: 12/3/14.